Manufacturer narrative:
This report is submitted on january 04, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently on (B)(6) 2017, the patient was placed under a general anaesthesia and underwent skin revision surgery to excise skin during an abutment change.